Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip "after adding approx. 3 ml of the solution to a 3-part lauer-lock syringe, the solution turns brown within about 15-20 minutes, also particles in the solution are visible. "

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip "after adding approx. 3 ml of the solution to a 3-part lauer-lock syringe, the solution turns brown within about 15-20 minutes, also particles in the solution are visible. "

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. One photo displayed a loose 10ml syringe with a red tip cap and 3ml of a dark grey fluid. One photo displayed two loose syringes. One of syringes was of unknown volume with a needle attached and half full of clear fluid. The other syringe is the same as the other photo. No defects can be confirmed. A physical sample is needed for an accurate analysis. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in photos received. No corrective actions recommended since product defect was not confirmed.